Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported problem, ¿errors on arm 2,¿ was confirmed in the field logs but not replicated during fa. The field logs showed that communication errors were triggered starting from the aca. The unit was installed onto a pf and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected, including five consecutive power cycles with no errors. Visual inspection identified no issues related to the reported event. Failure analysis identified that a faulty fcp connector, fcp harness, or aca pca would be the potential root cause of the reported event.

Event description:
It was reported that an off-site company representative contacted technical support after being notified that the customer was experiencing errors on arm 2, with prompts to disable the arm or restart the system. Technical support was informed that the customer planned to continue using the system.